Manufacturer narrative:
The reported device was returned for evaluation. Holes in the array after the ablation process have been observed during design verification testing. The device was reviewed and no unusual conditions were observed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned a follow up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after an uncomplicated novasure procedure the physician removed the device from the uterus and noted a hole on the posterior surface of the array mesh. A hysteroscopy was performed and she identified two small strands of gold array that were removed. The patient is currently doing well with no complaints.